Event description:
Customer reported device = "hi". Customer stated when accessing device memory, the numbers displayed were 426, 512, and 444 mg/dl; however the "hi" on the monitor was not apart of the memory. Treatment was not provided. A request was made for return product and replacement product was sent.